Manufacturer narrative:
The device has not been returned to olympus medical system corp, for eval. For eval, the exact cause of the user's experience could not be conclusively determined at this time. However, it cannot be ruled out as a contributory factor to the reported event that the clip was aspirated up the channel and getting lodged inside the channel. If add'l info becomes available at a later date, this report will be supplemented.

Manufacturer narrative:
Please cross reference 8010047-2015-01226.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this follow up report is required since it was not one patient who was involved in the event but two. Olympus was informed that while the colonoscope being cleaned after the procedure, non-olympus clip was flushed out of the colonoscope. The clip was not used in the procedure. It was also identified that the same colonoscope was used on other patient who had not clips inserted on (B)(6) 2014. No patient injury was reported. The user facility notified all patients involved, and blood test for infection was conducted in 2014. However, the test result have not yet been obtained to date.

Event description:
Olympus was informed that while the colonoscope was being cleaned after the procedure, non-olympus clip was flushed out of the colonoscope. The clip was not used in the procedure. It was identified that the same colonoscope was used on other pt who had clips inserted in (B)(6) 2014. No pt injury was reported. The user facility notified all pts involved, and blood test for infection have been conducted.